Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transmission was difficult to read in order to confirm capture of the right ventricular (rv) lead. The lead also exhibits a threshold rise that has been occurring over the past year. The lead remains in use. No patient complications have been reported as a result of this event.